Event description:
It was reported that an elevate anterior and apical prolapse repair system was implanted on (B)(6) 2012 to treat for prolapse. Additional information indicates that the patient had recurrent prolapse. On (B)(6) 2013 during reoperation, the physician discovered that the mesh had lost connection between the anchor. The physician could feel the anchor in the obturator internus muscle. A new mesh was implanted with "no further complications."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent as appropriate.